Event description:
A malleable device was implanted on 4/26/91. The left cylinder was removed, date not indicated. On 3/20/97 the entire device was removed from the pt due to pt dissatisfaction-poor rigidity from single rod. An ipp device was implanted.